Manufacturer narrative:
Citation: stachon et al. In-hospital outcomes of self-expanding and balloon-expandable transcatheter heart valves in germany. Clin res cardiol. 2021 sep 21. Doi: 10.1007/s00392-021-01928-6. Online ahead of print. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding in-hospital outcomes for patients undergoing implant of self-expanding or balloon-expandable transcatheter heart valves in germany. All data were collected from the german research data center of the federal bureau of statistics database for the calendar year 2018. The study population included 17,295 patients (predominantly female, mean age 81 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, approximately 9,882 were implanted with a medtronic corevalve or evolut r self-expanding bioprosthetic valve (unique device identifier numbers not provided). Among all self-expanding valve patients, 2.21% (n=218) in-hospital deaths occurred. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all self-expanding valve patients, adverse events included: bleeding, stroke, arrhythmia requiring permanent pacemaker implant. Additionally, patients in this group experienced ventilator support greater than 48 hours and a mean hospital stay of 12.2 days. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.